Event description:
An email was received. Reporter states that it is their understanding that the incident was also reported to arrow. It was reported that "in the middle of the night the bedside nurse found large wet area. Noted that the epidural catheter had a small fracture at the proximal end and the fluid was leaking out."regional health authority (whra) file. The incident occurred in 2007. The packaging was discarded by the hospital, and no lot number was recorded.

Manufacturer narrative:
A search of arrow databases indicated that info had not been received concerning this event. Follow-up report will be filed if additional info becomes available.